Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
The disengagement of assembly screw within proximal and distal body causing the proximal part of revive stem to become unstable resulting in revision surgery was reported. Also, porous coating of proximal part of stem has eroded/come off the stems surface. Patient had symptoms and heard an audible clunk, x ray of stem confirmed issue.

Event description:
The disengagement of assembly screw within proximal and distal body causing the proximal part of revive stem to become unstable resulting in revision surgery was reported. Also, porous coating of proximal part of stem has eroded/come off the stems surface. Patient had symptoms and heard an audible clunk, x ray of stem confirmed issue. It was later reported that, delamination of the bone on growth surface from a revive. Revised without issue to a long stem perform cemented.

Manufacturer narrative:
Please note, this product did not return from this case. The reported event that could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number were not communicated. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.